Event description:
During evaluation of a returned spectrum infusion pump, the device powered on and off without user input. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Evaluation included a visual assessment as well as functional testing. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation the device powered on and off without user input. The cause was identified to be a failed rear case which was replaced to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.